Event description:
It was reported that during service and evaluation, it was determined that the unium modular handpiece device fell apart. It was reported in the service order that the device ¿on¿ mode does not function, was missing screws at the cover of battery case.. It was unknown when the event occurred. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the device was functionally / visually tested according to the service manual. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection due to unattached lid. Investigation is based on the assessment performed by service center singapore. Following test failed according to the pre-diagnostic assessment: general condition: fail check opening / closing of casing cover lid function: fail. Check for sticky triggers: fail. Check function of device in ¿on¿ mode: fail. Check for unintended motion without operating triggers: n/a. Check in ¿off¿ mode with operating triggers: n/a. Check fwd / rev direction modes function: n/a. Function test in ¿fwd only¿ mode: n/a. Function check of oscillation angle: n/a. Check power with power test bench: n/a. Check speed with tacho meter and power supply: n/a. Function test for tightness: n/a. Root cause: at this stage of investigation a clear root cause cannot be determined for the broken safety ring. The most probable root cause can be traced to premature wear. Further investigation and assessment for the broken safety ring is covered under a nc in our quality system. As part of synthes quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Review of the device history record(s) showed that there were no issues during, the manufacture of this product which would contribute to this complaint condition.